Manufacturer narrative:
The pump has not been returned to animas for evaluation. The patient admitted to setting the basal rate incorrectly which may have led to her elevated blood glucose. There was no evidence of a pump malfunction and use error is identified as contributing to the patient's symptoms.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no pump data from the time of the event was available due to continued patient use. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient's mother stated the patient recently started insulin pump therapy and was doing ok at first but since the hcp started making adjustments, the patient started having trouble with blood glucose levels. The hcp noticed that the patient's basal rates were set incorrectly after making adjustments to the patient's regime. The hcp therefore was not able to make proper adjustments. She reportedly had a bg of 29 mg/dl on (B)(6), was given IV glucose by emergency medical services and was taken to a hospital. On (B)(6), she reportedly woke up with a blood glucose level of 389 mg/dl with moderate ketones. The patient continued pump therapy throughout the issue. Troubleshooting revealed no associated alarms. The pump's prime history was appropriate. Review of the basal rate settings revealed a 0.0 unit per hour rate running from 12 am to 5 am on (B)(6), which was not the prescribed rate. The patient admitted to changing the basal rate but in error. The reporter stated the patient's insulin needs may be different from amounts in the pump settings.